Event description:
Patient reported device losing 2-3 minutes each week. Patient stated device's motor slowing down on first 5 units of delivery, but then would speed back up. No physiological effect occurred.